Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator generated an alarm and stopped ventilation. It was also noted that the device was frozen at six images screen at the time of restart. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.